Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator did not deliver a shock. Philips is considering this event to be a serious injury because it is unknown if the patient experienced an adverse event, the outcome of the event is unknown, and it is unknown if the treatment was interrupted. Additional information has been requested.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator did not deliver shock to a patient, but clinical signs were observed. Philips is considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator. The device was used to attempt a cardioversion using adhesive electrodes on a patient with atrial fibrillation and a heart rate of 140. Two shocks were delivered at 150 joules without cardioversion of the patient. When a third shock was attempted, clinical signs of shock delivery were observed, but a ¿no shock delivered¿ message was displayed. A fourth shock was attempted, and clinical signs of shock delivery, ("patient twitches") were observed. The clinicians switched to another defibrillator, but the patient¿s heart spontaneously converted to a normal rhythm. The device was evaluated at the philips bench. The reported problem could not be replicated. The device passed all performance tests. No ECG strips or case events files were submitted to philips for evaluation. The device was returned to the customer from the philips bench. The device remains in use at the customer site. The information gathered for this report does not provide evidence of a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
(B)(4) is being considered a duplicate of (B)(4). Please refer to (B)(4) and MDR 1218950-2019-07253 for details on the investigation and conclusion of this case. This MDR (above) coded identical to MDR 1218950-2019-07253. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.